Event description:
Ous MDR - after an implant duration of about 22 months oversensing with aborted shocks was reported. No adverse pt side effects have been reported.

Manufacturer narrative:
Ous MDR.